Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside of normal use was observed in the black box or download history. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. Cartridge cap was not returned; a test cartridge cap and the returned battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with pump use. It was reported that the patient had been having low blood glucose (bg's) several mornings in the 40mg/dl range with no symptoms. Reportedly, there were no pump setting adjustments made by the patient's healthcare provider before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. It was further reported that the patient had adjusted the 12am basal rate from 0.550 to 0.525 and that the low bgs had then resolved but no further explanation for adjustment was provided. This complaint is being reported because although it had been determined that a diabetes management issue may have been a contributing factor to the alleged bg excursion, pump misuse could not clearly be ruled out.

Manufacturer narrative:
The pump was not returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.